Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurring during pump operation on (B)(6) 2024. Functional tests were performed but the customer issue could not be confirmed. The pump downstream sensor was within specification. The primary cause was not able to be determined as there was no problem with the pump function during testing. In order to correct the issue, the downstream sensor seal and the downstream sensor re-calibration will be preventatively replaced.

Event description:
It was reported that the blockage alarm sounds immediately. The fault occurred during infusion. There was known patient involvement. There was no patient harm/adverse event reported.